Manufacturer narrative:
Concomitant product: 6947m55 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient presented with syncope as well as right atrial (ra) lead undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.